Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly and hanger assembly were broken. It was noted that the battery drawer in the lower case sticks, capacitor was damaged on main printed circuit board (pcb), upper case was broken, display wire was pinched, and the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair of the hanger and the atrial and ventricular ports; test and calibration was requested. The epg was returned for service. There was no patient involvement.